Manufacturer narrative:
The reported event of deformity upon deployment could not be confirmed. The investigation confirmed the device met all functional specifications when analyzed at abbott under non-physiological conditions. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported event remains unknown.

Event description:
On (B)(6) 2018, a 28 mm amplatzer septal occluder (aso) was selected for implant. When the device was deployed in the left atrium, the left atrial disc deformed into a cobra-head shape. The aso was safely re-sheathed and removed from the patient without detachment. Another 28 mm amplatzer septal occluder was implanted successfully in the patient's defect and the procedure was completed with no further issues. No patient consequences were reported.